Manufacturer narrative:
The reported observation of ¿reaching end of life¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion.

Manufacturer narrative:
Correction e1: reporter information updated to reflect current physician. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000112687.

Event description:
Manufacturer reference number: 3006705815-2023-07876. Additional information indicates surgical intervention was undertaken on (B)(6) 2023 where the ipg was replaced to address the issue. During procedure, it was reported that the lead wire was too close to the skin. As a result, surgical intervention was undertaken when where the lead was repositioned on (B)(6) 2023 to address the issue. It is unknown which lead was superficial.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated. Further information requested, but not yet received.